Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device's tag fell in patient cavity and was retrieved. No patient injury.